Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead showed high, out of range pacing impedance values. There was a suspected tissue interface change, related to scarring. The rise has been gradual and consistently high. Also, high pacing thresholds were observed. The old rv lead was surgically abandoned and a new rv lead was implanted. No additional adverse patient effects were reported.